Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to be leaking from the front center area of the bag. Where in the process the leak was discovered is unknown; however, this report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
Cfn (B)(4). The reported sample was returned for evaluation. Visual inspection found a visible gouge/puncture at the alleged leak location, surrounded by surface abrasion. Leak test with visual inspection found the leak was present on the front and back faces of the eva film. Magnified inspection of the leak locations identified significant scratching, surface gouging and abrasions on the front side of the bag. Additionally, the manual add port had been spiked. As manual additions are made after the bag is filled, it is unlikely additions to the bag's contents would have been made if a leak fo this nature was present. As the surface damage and leak location would have been obvious prior to, during and immediately after filling of the bag, the condition was determined to have occurred when handling the filled bag. Should additional relevant information become available, a follow-up report will be submitted.